Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states both right and left hub locks aren't locking they're releasing allowing the wheelchair to roll backwards.